Event description:
In 2009, the patient reported that his blood glucose "spikes" during the night and averages over 200 mg/dl but has been as high as 453 mg/dl. He stated that he boluses through the infusion device to lower his blood glucose and his readings return to normal within 3-4 hours. His normal blood glucose range is 80-150 mg/dl. He was advised by his physician to use the multi-wave bolus feature on the infusion device. He was educated on this feature. He stated that he changes his infusion site every 3 days and the infusion tubing every 6-7 days. He was advised to change the infusion tubing every 6 days. He stated that he does not always allow insulin to reach room temperature prior to use and he was advised to do so. He stated that he does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge and he was educated on the proper procedure. He stated that he has noticed air bubbles in his insulin cartridges and infusion tubing. There was an air bubble in his insulin cartridges and infusion tubing. There was an air bubble in his current insulin cartridge that formed today. He was educated on how to remove the air from the system. He stated that he allowed the insulin cartridge to warm for "a few minutes." Upon follow up five days later, the patient stated that his blood glucose has improved but is still elevated in the morning. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for evaluation.